Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to a skin flap infection.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed february 13, 2015.